Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the equipment. During testing data was collected on the artifact images. The rep used a 3d phantom for 20cm and 40cm hd spins and found no artifacts. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was a white border on the scans taken by the imaging system during the procedure. It was noted that there was no metal in the field. The scan was performed on a jackson table with perc pin prior to incision. There was no time for metal to be introduced into the field. There was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There was no delay to the procedure due to the reported issue. Also, there were no unused spins or dose associated with this event.